Event description:
A laproscopic-gyn procedure was being done. Following coagulation of endometrial tissue, a small burn was noted on the tissue of the pt's uterus. No remedial treatment of the burn was necessary. User facility stated that a pin hole in the insulation of the coagulation-suction tube allowed an arc of electrical power to go to the uterine tissue.